Event description:
While wearing the sound processor, the patient reportedly experienced increasing sound discrimination problems. In 2005, while wearing the sound processor, the patient reportedly experience intermittenticies followed by no sound percept. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.